Manufacturer narrative:
Concomitant: product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 389056, lot# j0454774v, implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type lead; product ID 389056, lot# v024997, implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type extension. (B)(4).

Event description:
It was reported that the patient had the stimulator and leads taken out in (B)(6). It was noted that two of the leads were still on even though she had shut the device off. Additional information requested but had not been received as of the date of this report.